Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the patient initially presented over merlin.net. Programming changes were implemented to resolve the far r-wave oversensing. The patient was in stable condition.